Manufacturer narrative:
Date device returned to manufacturer, of the initial medwatch report indicates: 04/22/2017. Date device returned to manufacturer, of the initial medwatch report should indicate: 05/22/2017.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify or reproduce the reported issue. The device was tested extensively without observing any discrepancies. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers powered off and on by itself several times when it was used to monitor a patient. It was reported that after the device powered off and back on, the service led illuminated. The customer reported that the device had one fully charged battery and one battery that was almost empty. No information on the patient outcome was provided.